Event description:
On (B)(6) 2021, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient underwent a gastroscopy which revealed invagination of the duodenum into the stomach. It was reported that the patient underwent emergency surgery, and the patient's pegj tubing was removed, and duodopa therapy was suspended. Following a query, it was confirmed that there were no device related allegations against the tube in regards to the reported event. However abbvie has conservatively chosen to report this event.

Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of intussusception. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.